Event description:
Breast was bruised. Broken blood vessels. Large indentation in top of breast above nipple. Breast pulled downward to the extent that clavicle was pulled down and forward, and separated from the sternum. The muscles above the clavicle were also pulled. Inflammation and swelling on both sides and in front of neck. Pain in breast, on sides of neck, going around to back of neck, and up the back of head. This was caused by a mammogram. The technician told the pt to stand with their arms at their side. This relaxed the joint and allowed the separation.